Event description:
It was reported that the user had disconnected from the pump for a period, then reconnected, and experienced persistent high blood glucose readings in the 300s overnight, subsequently administering subcutaneous insulin via pen; the user later reported a fingerstick blood glucose of 200 and was guided to enter the value into the pump. Symptoms included hyperglycemia. Outcomes included troubleshooting guidance and education provided, with the user declining follow-up. Investigation included a customer interview and operational troubleshooting. Investigation of this case revealed no confirmed device malfunction, with cause of the hyperglycemia unclear due to uncertain timing of pump connection relative to off-pump insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.